Manufacturer narrative:
The exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that urinary retention led to the discovery of urethral erosion due to the cuff of the artificial urinary sphincter (aus) eroded into the urethra. All components were removed and a new aus was implanted. A full recovery is expected.